Event description:
Matristem surgical mesh device was utilized in a lipo-abdominoplasty with a ventral hernia repair surgery on (B)(6) 2014. The matristem product was used as an underlayment concomitantly with a product from a different manufacturer. Several weeks later, the pt subsequently developed a seroma which was drained.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. The product lot met all required release criteria and there was no report of device failure at the time of surgery.